Event description:
A malfunction alarm identified as malf 12 was reported without any notable events occurring beforehand. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided guidance to reset the pump, and the malfunction did not recur after this action. The customer was advised to continue using the pump and to contact technical support if the malfunction arises again.